Event description:
It was reported the tip of the guidewire from this ureteral stent kit detached while unpacking the device for a therapeutic drainage procedure. This occurred outside the patient and were no patient complications involved.